Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on anterior side assessed as fold flaw opening and missing shell assessed as inconclusive. Additional observations: crease fold is observed. Wear abrasion is observed."

Event description:
Healthcare professional reported, right-side rupture. Device has been explanted and replaced.